Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer was experiencing an inaccurate continuous glucose monitor (cgm) reading issue with the non-tandem sensor, and delivered a correction bolus based off of the incorrect cgm values. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. No additional patient or event information was available.